Event description:
It was reported "rn inserted PICC - they met some resistance then the PICC was able to be inserted without difficulty after re-directing PICC. When the rn was removing the 3cg wire the PICC tip kinked and almost disconnected while it was still in the patient." Additional information received: it was reported there was no negative outcome, urgent life-threatening situation, or patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One 3cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. Multiple bends were observed in the returned stylet. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. A microscopic observation revealed no breaks or tears in the stylet tubing. Multiple, smaller bends were observed in the tubing of the stylet at or near the interfacing of magnets. The shape, location, and amount of the bends observed in the returned stylet, as well as the event description provided by the complainant indicate the stylet was most likely damaged due to advancement against resistance and/or excessive manipulation of the stylet. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "rn inserted PICC - they met some resistance then the PICC was able to be inserted without difficulty after re-directing PICC. When the rn was removing the 3cg wire the PICC tip kinked and almost disconnected while it was still in the patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.